Event description:
Unwanted release of prosthesis when walking. Patient describes device loosening while walking. No harm to patient.

Manufacturer narrative:
The manufacturing batch documentation has been reviewed and shows no deviations. Axor was investigated regarding possible spring mis-alignment. No deviation found. Inspection of the device was performed and no deviations were found. The reported issue could not be replicated. The device was working as expected. Normal service performed. Ongoing CAPA investigation.

Event description:
Unwanted release of prosthesis when walking. Patient describes device loosening while walking. No harm to patient.